Manufacturer narrative:
Analysis of the lead found the outer insulation separated at a butt joint. The proximal end was ok, and setscrew marks were observed in the correct location. The conductors were stretched and the outer insulation was broken under the #0 connector sleeve. The distal end was ok, continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted, and while attaching the lead to the extension the sheath pulled back from the lead. The hcp used a new lead and it was reported that there was no pt injury, and the pt recovered w/o sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).